Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician. A visual inspection, alarm log review and a power on self-test were performed. During the power on self-test and the alarm log review an f-38 alarm was identified. The cause of the alarm was damaged force sensing resistors (fsrs). The fsrs were replaced to fix the reported condition. The pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. Additional information was requested and is not available.